Manufacturer narrative:
An investigation of the reported condition was performed on (B)(4) 2015 by (B)(4). One scd 700 compression system was returned for investigation for the reported condition of; the customer states that the book hook is broken and the power cord is damaged and has exposed copper wires. Initial inspection of the power cord showed it failed to meet operational specifications because it was externally damaged exposing the internal copper wires which presented an electrical shock hazard, confirming the reported condition. The root cause of the power cord failure can be attributed to rough handling. Power cords periodically require replacement due to age, usage and user damage. The service manual instructs the user to periodically inspect the power cords resistance to ensure its electrical safety. The power cord was replaced to correct the problem. Further inspection found the bed hook to be broken and was replaced to correct the problem. The scd was fully tested and passed all operational specifications. The scd 700 was manufactured in 2013. A review of the device history records shows this device was released meeting all manufacturing specifications. A review of the service history records indicates there are no other service histories recorded for this system. This information will be utilized for trending purposes to determine the need for corrective action.

Event description:
The unit was sent to a covidien service center for repair. Upon triage, a service tech found that the power cord is damaged and has exposed copper wires.

Manufacturer narrative:
An investigation is currently underway. Upon completion, an updated investigation will be provided.